Event description:
Colouredcontacts.com sold contacts to a new patient who has never worn contacts and who had not been prescribed contacts from an eye care professional. The contact lens caused severe inflammation, pain, significantly decreased vision 2' to superficial punctate keratitis, and later resulted in a large corneal abrasion. The patient could have lost her vision as she presented with 20/400 vision. This company should not be allowed to sell and ship contact lenses without an eye doctor's consent and prescription. This patient was placed at harm by sending her these lenses that did not properly fit her eye. These companies are dangerous and need to be stopped. Colouredcontacts.com/ nl. (B)(4).